Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) displayed "low vacuum" alarm when iabp is switched on and tested on demo iab catheter as routine check. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device and found autofill failure alarm appears after several days of pumping and confirmed it was intermittent problem. Fse replaced drive manifold assembly (0104-00-0031) to resolve the issue. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department (fat dept.) Received (0104-00-0031) drive manifold assembly rev j serial number ((B)(6)). This part was received with a reported unit failure message of low vacuum alarm and autofill failure appears. Performed visual inspection of this part received and part looks to be in good condition. Installed drive manifold assemblyy, into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The fat dept. Performed functional tests and all tests passed. The fat dept. Could not verify the failure message of low vacuum alarm and autofill failure. The fat dept. Pumped the unit and did not observe low vacuum alarm and autofill failure alarm on display. Drive manifold assy. Passed testing. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
Na.